Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. The patient was brought into clinic and bluetooth telemetry was restored. The patient was stable before, during, and after.

Event description:
Additional information received indicates that the implantable cardioverter defibrillator (ICD) bluetooth telemetry was restored with interrogation.